Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. Review of the device image noted that the device falsely triggered eri. Upon investigation it was noted the device was in high output mode (hom) and it could have caused the false eri flag.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, premature battery depletion was observed on the device. Device was explanted and a new device was implanted. There was no adverse consequences to the patient.